Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unit received intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the buttons on the insulin pump were unresponsive. Customer stated that she attempted to bolus and her carbs begun to scroll without stopping. Customer was unable to navigate to the menu. Customer believes that the insulin pump was exposed to sweat. Customer's blood glucose reading at the time of the call was 42 mg/dl. No further information reported.